Event description:
Healthcare professional reported via nbir left side reoperation reasons noted as "suspected/actual rupture/deflation, change shape/size/style". Device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture/deflation.